Manufacturer narrative:
No relevant alarms occurred. The investigation determined that the customer's centrifugation time and the clotting time may be shorter, and the centrifugation speed may be faster than the recommendations in the guidelines. The field service engineer (fse) found no cause for the issue. He checked the sample probe adjustments, the bead mixer alignment, and tightened the sample probe mechanism set screws. Precision studies, calibration, and qc were performed, and they were within specifications. The fse verified that the instrument was performing within specifications. A general reagent or analyzer problem can be excluded because the qc before the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e601 module serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+ss test system assay on a cobas 6000 e601 module. Sample 1: initial result: 0.275 miu/ml. The patient was sent to the emergency room, where a new sample (sample 2) was drawn and tested, resulting in a different hcg+ss value. The result of sample 2 was not provided. Sample 1 was then repeated twice, resulting in repeat results of 65.14 miu/ml and 64.28 miu/ml. The repeat results of sample 1 and the result of sample 2 were close in values. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.